Manufacturer narrative:
Additional information was received. As the unit has not been returned, boston scientific could not perform a technical analysis. However, a labeling review revealed that the device was not used in accordance with the directions for use (dfu). The complaint states the device was used for a benign indication with the intent to remove the device. The dfu indicates that this device is for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. It also advises that the device should not be removed once implanted. As the device was not used in accordance with the dfu, this investigation will be assigned the most probable root cause of user/use error.

Event description:
Note: this report pertains to one of four related complaints. Refer to manufacturer report #3005099803-2010-00030, 3005099803-2010-00031, and 3005099803-2010-00032 for the other devices information. It was reported to boston scientific corporation that two ultraflex partially covered esophageal stents and two polyflex esophageal stents were used to seal a post-esophagectomy fistula. According to the complainant, in 2002, an ultraflex partially covered stent was implanted to seal a post-esophagectomy fistula and to aid in the healing of the leak. There was no stricture and the physician planned to remove the ultraflex once the leak had healed. Nine days later, a polyflex esophageal stent was placed inside the ultraflex. The polyflex was placed to reduce hyperplasia at the ends of the ultraflex and thus, make removal easier. The physician intended to remove both stents a few weeks later. However, while placing the polyflex, the ultraflex was accidentally dislodged and both stents were removed. The leak had not yet fully healed, so the physician placed a new ultraflex the same day. Three months later, a polyflex was placed inside the ultraflex; again with the intent to aid in the removal of the ultraflex a few weeks later. In 2003, during the removal procedure, the physician discovered that the fistula had healed, but both stents had migrated. The center stated that they had left the stents in too long. The stents were extracted endoscopically without sequelae. There were no patient complications reported as a result of this event. Note: boston scientific became aware of this complaint following a retrospective survey of data by the user facility.

Event description:
Note: this report pertains to one of four related complaints. Refer to manufacturer report # 3005099803-2010-00030, 3005099803-2010-00031, and 3005099803-2010-00032 for the other device information. It was reported to boston scientific corporation that two ultraflex partially covered esophageal stents and two polyflex esophageal stents were used to seal a post-esophagectomy fistula ((B)(6) male; weight unknown). According to the complainant, on (B)(6) 2002 an ultraflex partially covered stent was implanted to seal a post-esophagectomy fistula and to aid in the healing of the leak. There was no stricture and the physician planned to remove the ultraflex once the leak had healed. On (B)(6) 2002 a polyflex esophageal stent was placed inside the ultraflex. The polyflex was placed to reduce hyperplasia at the ends of the ultraflex and thus make removal easier. The physician intended to remove both stents a few weeks later. However, while placing the polyflex, the ultraflex was accidentally dislodged and both stents were removed. The leak had not yet fully healed, so the physician placed a new ultraflex on (B)(6) 2002. On (B)(6) 2002, a polyflex was placed inside the ultraflex; again with the intent to aid in the removal of the ultraflex a few weeks later. On (B)(6) 2003, during the removal procedure, the physician discovered that the fistula had healed, but both stents had migrated. The center stated that they had left the stents in too long. The stents were extracted endoscopically without sequelae. There were no patient complications reported as a result of this event. Note: boston scientific became aware of this complaint following a retrospective survey of data by the user facility. Since the initial MDR was filed, additional information was received. The device was not used past the expiration date. During the period between the patient's sub-total esophagectomy on (B)(6), 2002 and the ultraflex placement on (B)(6), 2002, two polyflex stents were placed in unsuccessful attempts to seal the anastomotic leak that resulted from the esophagectomy. Both of these polyflex stents were reported to have migrated. Boston scientific opened two complaints for these polyflex stents and will report them under MFR # 3005099803-2010-00525 and MFR # 3005099803-2010-00526. The patient also was reported to have needed parenteral nutrition. Since the initial MDR was filed the investigation has been completed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.